Event description:
It was reported that the right ventricular lead had increased lead impedance. The patient underwent a left ventricular assist device procedure on (B)(6) 2017; since then the impedance had gradually increased. Sensing had decreased; device was in a high output mode. The patient was asymptomatic. Programming changes were discussed; no intervention was reported. The patient will continue to be monitored.

Manufacturer narrative:
Correction: the previous reported dr. (B)(6) and occupation- physician was incorrect; the correct reporter of event was (B)(6) and occupation - nurse.